Event description:
A report was received that the patient will undergo lead revision. No further information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead, model #: sc-2218-50t, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient will undergo lead revision. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the revision was cancelled due to non-device related reasons.